Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was using an evercross to treat a severely calcified cto in the right mid/distal superficial femoral artery (sfa) and popliteal artery. Moderate tortuosity was reported. A 6fr non-medtronic sheath was used but no embolic protection was used. The device was prepped with no issues. The device did not pass through a previously deployed stent. There was no resistance encountered and no excessive force was used. During balloon inflation a burst occurred. All fragments were retrieved from the patient. A 4x150mm evercross was used, successfully, to complete this part of the procedure. A nanocross elite pta balloon was subsequently used. During removal of the device from the vessel, the balloon detached from the shaft. The physician attempted to extract the detached balloon with a snare without success and the detached portion remained in the patient. The patient required surgery but the balloon was unable to be retrieved and remains in the patient.

Manufacturer narrative:
Additional information received reported that resistance was felt and the nanocross could not be removed. A contrast saline mix 50/50 was issued for the evercross. The patient had surgical procedure two days post index, and the balloon was successfully extracted. If information is provided in the future, a supplemental report will be issued.